Manufacturer narrative:
As reported, the system replacement due to high impedance was confirmed. As received, the model lead 3186 "a" was complete and failed the continuity test on electrode 6 and electrode 8, that would cause high impedance issue as reported. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Event description:
It was reported that the patient lost therapy. X-ray confirmed that one of the leads had fractured. As such, surgical intervention took place, during which impedance check revealed high impedance on the other lead. In turn, both the leads were explanted and replaced to address the issue. Reportedly, adequate therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.